Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue; "the patient need to change new batteries three times before the pump register it as a new battery, otherwise the pump says change battery code (B)(4). This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm; the complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: a review of the pump black box revealed multiple replace battery alarms. The black box showed battery voltage immediately following a battery change is low. The pump electrical current draws were tested and were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.